Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown, based on the customer's report of "end of may". The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, "scan again in 10 minutes" continuously for 4 hours on the same day that she applied the adc freestyle libre sensor. As a result of not being able to measure her glucose levels, the customer was unable to treat herself due to unspecified symptoms and was treated with unspecified medication by a friend (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, "scan again in 10 minutes" continuously for 4 hours on the same day that she applied the adc freestyle libre sensor. As a result of not being able to measure her glucose levels, the customer was unable to treat herself due to unspecified symptoms and was treated with unspecified medication by a friend (non-hcp). There was no report of death or permanent injury associated with this event.